Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections: inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iiii colonovideoscope was clogged. There were no reports of patient harm associated with the event. The device was returned and a device evaluation at the repair center revealed a black solid plastic material clogged in the nozzle of the insufflation channel. This report is being submitted for reportable malfunction found during evaluation.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Additionally, it was found that the bending section adhesive was separated. The distal end insulation was out of specifications and bending angulation was out of specification. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is received.